Event description:
Pt complained of extreme pain during deployment of an angio-seal device. The pt presented to the hospital one month later (specific day unknown) with diminished pedal pulses. An angiogram confirmed a narrowing of the femoral artery at the arteriotomy site. An angioplasty was performed, which successfully opened the site with no further consequences to the pt.